Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes, particulate matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 19-dec-2025. G.4. PMA / 510(k)#: k981013. Investigation summary: bd received a sample and a photo for investigation. Upon visual inspection, the sample was found to have embedded fm and did not pass inspection. Additionally, the photo shows a tube unit label with no indication of fm. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes, particulate matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.